Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement device shipped to site 12/11/2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's gray navlock tracker was damaged. While using the non-medtronic powerease system, the tracker and the tap became jammed together. The tap appeared to be stuck on the tracker. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number now provided.device manufacturing date now provided.

Manufacturer narrative:
Although the complaint alleges a single tracker was damaged, 3 total trackers were returned for analysis: lot# 100521- manufacturer due: 05/21/2010 and 2 of lot # 150814 - manufacture date: 08/14/2015. Medtronic investigation of returned suspect tracker finds that the reported issue could not be duplicated. The returned trackers were found to be in good condition with no apparent physical damage. Known good instruments inserted and rotated without issue. With markers attached and fully, the trackers returned good geometry and divot error readings. No problem found.